Event description:
The customer states that a female patient was implanted with cfd-22202 lot # 374038 on (B)(6) 2022. The patient returned to the clinic for a post-operative appointment on (B)(6) 2023 and the doctor stated that the surgical site did not feel normal. At that time the doctor re-opened the surgical site and identified that the tines of the implant were broken on the implant and the doctor removed the original (complaint) implant and placed another implant within the surgical site.